Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device experienced repeated cpu utilization spikes reaching 100%, requiring frequent reboots multiple times per day, with the interval between reboot and cpu maxing out later corrected to approximately 4¿4.5 hours. A technical support specialist (tss) identified that consistently high cpu usage driven by multiple rundll32.exe processes repeatedly invoking a faulty printer-related dll. System integrity checks (sfc and dism) were completed, and testing confirmed normal cpu usage on the database (db) and rpt servers, isolating the issue to the application server. Further analysis revealed that multiple scheduled autospool reports were failing due to printing to a non-existent printer (lxms621), which was later confirmed to be an outdated printer name previously rerouted to the cii safe printer (rxp002). Scheduled reports were updated to print to the correct printer, after which cpu utilization remained stable and system performance improved across medstationes, anesthesiaes, and the pyxis website. The customer confirmed that cpu usage has been stable, all user slowness was resolved, and approval was given to close the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, cpu usage becomes maxed out causing slowness at the pyxises website, medstationes and anesthesiaes stations. Rebooted the server resolved the issue for 8-12 hours, after which time the server cpu usage maxes out again and the slowness issue recurs. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.